Event description:
In 2005 - the pt underwent an incisional hernia repair surgery. At this time the pt's hernia was repaired with a large kugel patch. In 2006 - the pt underwent surgery for an abdominal wall seroma and repair of a ventral hernia. At this time, her physicians found that the kugel patch had attached to the pt's colon and small bowel. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.